Manufacturer narrative:
The customer declined repair service and confirmed that the device was working properly.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that there was no sound or visual alarms on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.